Manufacturer narrative:
Initial assessment: rupture: establishment labs requested (also traceability information) the unit and the following testing will be performed to determine the root cause of the event (including but not limited to: revision and characterization under the microscope of the rupture section, mechanical testing according to approved standards, etc.). Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Additionally, no cases of rupture because of product failure have been reported to establishment labs ever. As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Capsular contracture: the most common overall indication for reoperation is capsular contracture. (Handel, 2006). Breast prostheses are no different from any foreign material implanted into the human body in the sense of triggering a protective immune reaction from the host. This ¿foreign body response¿ (fbr) is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with fibrous tissue to prevent unwanted immune sequelae. A capsule around a breast implant is, therefore, a necessary mechanism of body defense, but if excessive it can lead to pain and deformity of the breast (steiert, et al., 2013). It has been identified several significant risk factors for capsular contracture, including device features (surface, size), surgical factors (periareolar incision, subglandular placement, antibiotic irrigation), the development of hematoma/seroma, and the use of a surgical bra. (Calobrace, 2018). Periprosthetic capsules become pathologically active and undergo a ¿constrictive fibrosis¿ due to retraction of the fibrous tissue, which deforms their contents and impairs the aesthetic outcome, manifested by hardening of variable degree and, in advanced cases, by deformity of the breast. (Baker et al., 1990). Each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. Dfu revision: the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿breast implants can potentially remain intact for decades in the body, but all such devices will fail at some point. Breast implants rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is most likely to occur; the longer the implant is in place. The following may cause implants to rupture: damage by surgical instruments, implant stress, and weakening during implantation, age and design of the implant, submuscular rather than sub-glandular location, the occurrence of post-operatory hematomas or seromas, folding or wrinkling of the implant shell, excessive force to the chest, trauma, compression during mammographic imaging, and severe capsular contracture¿. ¿capsular contracture occurs when the capsule tightens and squeezes the implant. This can cause the implant to turn rigid (from slightly firm to quite hard) and the firmest ones can cause varying degrees of discomfort, pain, and palpability. In addition to the firmness, capsular contracture can result in a deformed breast, visible surface wrinkling and/or displacement of the implant. Detection of breast cancer by mammography may also be a more difficult. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture is a risk factor for implant rupture, and it is the most common reason for reoperation in augmentation and reconstruction patients. Patients should also be advised that additional surgery might be needed in cases where pain and/or firmness are severe (baker grades iii or IV) and that capsular contracture may happen again after additional surgeries. Correction of capsular contracture may require surgical removal or release of the capsule, or removal and possible replacement of the implant itself¿. Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process.

Event description:
Latvia- on (B)(6) 2025, implants exchange operation was performed, the right implant was rupture, the tissues are inflamed, swollen, with blood discharge and petechiae (right sn (B)(6), she had a capsular contracture on the left side (B)(6). No evidence for the left side.

Manufacturer narrative:
General conclusion: -a relationship between the alleged event and the device involved: yes -event analysis: device rupture tests were performed according to ¿(B)(4) pms laboratory testing units¿: the visual inspection of the unit found a device rupture sn (B)(6); for sn (B)(6) we found no damage. However microscope inspection showed trace marks in the shell consistent with those of a sharp instrument reproduced in our laboratory, this is distinct from the pattern resulting from a spontaneous tear in the shell of the implant. Tests performed confirmed the shell complied with the international specification standards. Test results: in conclusion, it was determined that a probable cause for the event reported was a cut resulting from a sharp instrument used which could have weakened the shell additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Capsular contracture,inflamed, pain, hematomas. After an analysis of the clinical evidence provided and the report, it was no possible to confirm the alleged events due to lack of clinical evidence. The alleged events are risks associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of these events are multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. DHR review: a complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Dfu review: -the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: device rupture: ¿breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI films to scan for signs of rupture.the importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed¿ capsular contracture: a capsular contracture pertains to hypertrophic scar tissue investing in a foreign body or surgically implanted device, compromising the aesthetic outcome, resulting in pain, breast deformity, and often necessitating further operations4. Detection of breast cancer by mammography may also be challenging. Capsular contracture may be more common following infection, hematoma and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is the most common complication following implant- based breast surgery and is one of the most common reasons for reoperation. Inflammation/irritation breast implants are no different from any foreign material implanted into the human body, and can trigger a host's protective immune reaction. It is a foreign body response demonstrated by redness, swelling, warmth, pain, and or/loss of function. Pain most women undergoing breast implant surgery with a mammary implant will experience post-operatory breast and/or chest pain. While this pain usually recedes in most women as they heal after surgery, it can become a chronic problem in other women. Hematoma, migration, infection, implants that are too large or capsular contracture can cause chronic pain. Sudden, severe pain may be associated with implant rupture. The surgeon should instruct the patient to immediately report if there is significant pain or if pain persists. Hematoma a hematoma is a collection of blood within the breast tissue. Hematomas are one of the several complications that may follow breast implant surgery. Symptoms of hematomas generally include swelling, bruising and pain around the incision area10. While most hematomas are small and will completely drain on their own and the blood re-absorbs into the body, those patients that are experiencing moderate to severe pain should undergo a follow-up visit. Most hematomas will either resolve on their own or will only require draining. Drains are small surgical tubes that lead out of the breast with a small bulb attached to collect blood and other fluids. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health as stated in the literature: device rupture: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Capsular contracture: the most common overall indication for reoperation is capsular contracture. (Handel, 2006). Breast prostheses are no different from any foreign material implanted into the human body in the sense of triggering a protective immune reaction from the host. This ¿foreign body response¿ (fbr) is universal and ideally removes or otherwise surrounds the ¿irritant material¿ with fibrous tissue to prevent unwanted immune sequelae. A capsule around a breast implant is, therefore, a necessary mechanism of body defense, but if excessive it can lead to pain and deformity of the breast (steiert, et al., 2013). It has been identified several significant risk factors for capsular contracture, including device features (surface, size), surgical factors (periareolar incision, subglandular placement, antibiotic irrigation), the development of hematoma/seroma, and the use of a surgical bra. (Calobrace, 2018). Periprosthetic capsules become pathologically active and undergo a ¿constrictive fibrosis¿ due to retraction of the fibrous tissue, which deforms their contents and impairs the aesthetic outcome, manifested by hardening of variable degree and, in advanced cases, by deformity of the breast. (Baker et al., 1990). Peri-implant fibrosis is the most common local side effect of silicone implants, with a reported incidence of 0.5% - 50% (wick, et al. ,2013, wolfram, et al., 2012, and handel, et al., 2006). Capsular contracture produces asymmetry between both breasts either in bilateral (when the degree of affectation is different) or unilateral cases. The patient may present discomfort in the contracting breasts, such as coldness and pain. (F. J. Escudero et al., 2005). Capsular contracture occurs approximately five times more frequently with smooth surface implants compared with textured surface implants. (Barnsley, et al. 2006). Hematoma hematoma significantly increased the risk of contracture (handel, et al.2006) ¿breast hematoma is one complication in which the risk factors remain unknown. Hematomas frequently present within the first week after surgery, with significant pain and breast enlargement. Breast hematomas may acutely become large enough to warrant surgical drainage and hemostasis.¿ (j.collins, and verheyden , 2012. Incidence of breast hematoma after placement of breast prostheses. Copyright ©2012 by the american society of plastic surgeons. Doi: 10.1097/prs.0b013e3182402ce0) hematoma is a complication often associated with surgery and has been reported following breast implantation. Franck duteille,*michel rouif, sophie laurent, and máirín cannon, 2014. Five-year safety data for eurosilicone¿s round and anatomical silicone gel breast implants. Plast reconstr surg glob open. 2014 apr; 2(4): e138. Doi: 10.1097/gox.0000000000000082) ¿the incidence of breast hematomas following breast augmentation is estimated to range from 1% to 6%, and hematomas remain one of the most common complications along with capsular contracture and seroma formation.¿ kjøller k, ho¨lmich lr, jacobsen ph, et al. Epidemiological investigation of local complications after cosmetic breast implant surgery in denmark. Ann plast surg. 2002;48:229¿237; pinsolle v, grinfeder c, mathoulin-pelissier s, faucher a. Complications analysis of 266 immediate breast reconstructions. J plast reconstr aesthet surg. 2006;59:1017¿1024; codner ma, mejia jd, locke mb, et al. A 15-year experience with primary breast augmentation. Plast reconstr surg. 2011; 127:1300¿1310). -trend review: ¿establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.